Event description:
A caller reported that the insulin gauge displayed an amount different from what was expected. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. Tandem technical support educated the caller that fill estimates within plus or minus 15 units are accurate. The caller understood and acknowledged this information.